Event description:
It was reported the left ventricular lead exhibited high thresholds in the current implant position. The lead was removed and a new lead was implanted in a different target vessel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant products: 5076 implantable pacing lead; 6947 implantable tachy lead. (B)(6) 2013. (B)(4).